Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an event where the users husband called paramedics due to hypoglycemia.

Manufacturer narrative:
The investigation did not confirm the customer complaint. A review of event shows that system correctly asserted low glucose alerts for approx. 3 hours before paramedics were called to help the customer. No hospitalization was required. User called paramedics, but by the time they arrived, user was already feeling better after drinking juice. Per dms, user is currently using the system with up to date information. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.